Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor breaks inside the body. The customer blood glucose level was 260 mg/dl. The customer was assisted with troubleshooting. The needle was detached during insertion. Customer reports the introducer needle fractured while in the body. The customer stated that the product was not adhering and she was in hot water at the time of event. The device will not be returned for analysis.